Event description:
Reporter called to inform the FDA that she just learned that the two epipen auto-injectors that she has are structurally defective (ndc: 0115-1694-30). She now has two newly received epinephrine auto-injectors (lot: 6240307x, serial number: (B)(6)) but does not know if her two new devices are on a recall list for possible defects and would like to find out.